Event description:
Patient reported right side ¿palpable capsular contracture [baker grade ii]", "capsules were found to be moderately thickened, paired, densified and hyalinized, with the presence of fibrous bridles that deform the implants¿, ¿fibrous capsule material of a breast implant represented by hyalinized fibrous tissue with areas of eosinophilia presence of irregularly shaped optical voids, lymphoplasmacytic infiltrates, abundant quantity of foamy macrophages¿, ¿chronic fibrous inflammatory process ¿, ¿clinically insignificant reactive effusion around the both implants¿ and ¿appearance of fibrinoid necrosis¿. Patient also reported they "unlocked asia syndrome", which is not device-related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late" and "necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "reactive effusion"; "fibrinoid necrosis."

Event description:
Patient reported "unlocked asia syndrome from allergan breast implants and I had to remove them." Surgical report states: ¿palpable capsular contracture ii-degree on the right according to baker was verified. The capsules were found to be moderately thickened, paired, densified and hyalinized, with the presence of fibrous bridles that deform the implants¿. Histopathology report states: ¿fibrous capsule material of a breast implant represented by hyalinized fibrous tissue with areas of eosinophilia presence of irregularly shaped optical voids, lymphoplasmacytic infiltrates, abundant quantity of foamy macrophages¿, ¿chronic fibrous inflammatory process ¿, ¿clinically insignificant reactive effusion around the both implants¿ and ¿appearance of fibrinoid necrosis¿. Ultrasound performed. This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ seroma-breast: unable to observe since it is not related to the device. ¿ necrosis-breast: unable to observe since it is not related to the device. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side ¿palpable capsular contracture [baker grade ii]", "capsules were found to be moderately thickened, paired, densified and hyalinized, with the presence of fibrous bridles that deform the implants¿, ¿fibrous capsule material of a breast implant represented by hyalinized fibrous tissue with areas of eosinophilia presence of irregularly shaped optical voids, lymphoplasmacytic infiltrates, abundant quantity of foamy macrophages¿, ¿chronic fibrous inflammatory process ¿, ¿clinically insignificant reactive effusion around the both implants¿ and ¿appearance of fibrinoid necrosis¿. Patient also reported they "unlocked asia syndrome", which is not device-related. Device has been explanted.